Manufacturer narrative:
Batch review performed on 01 april 2019: lot 150150: (B)(4) items manufactured and released on 17-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery, 1 year and 4 months after primary, due to stem subsidence. The surgeon revised the stem and head with another company's product and revised the liner with a medacta liner.